Event description:
It was reported that during laparoscopic gastric bypass, a loud crack was heard and the device would not open. The doctor attempted to use the manual release button multiple times, but it was not working and the stapler was blocked completely. The doctor hammered open the device at the back of the instrument. The device opened and could be removed from the intestine of the patient. The procedure was completed using an echelon flex 45mm. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Release button, idler gear teeth. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th firing. During which stroke did the event occur? After approximately one firing stroke a loud crack was heard. What color cartridge was being used? White reload. What other color cartridges were used before and after this event? Before this event. The surgeon used three times a blue reload to create the new gastric pouch. Afterwards the surgeon used two more white reloads with a different echelon. Was buttressing material utilized? No buttressing material was used. Was the instrument fired across or near an existing staple line or clip? No, creating the jejunojejunostomy. Were any of the forces higher or lower than expected closing or firing? Not until the loud crack was heard after approximately one firing stroke. Then the stapler was jammed and the surgeon was not able to fire the stapler anymore. Once the device was removed, was there any trauma to the tissue? No trauma was caused due to the event. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one device was returned with the shrouds opened with a reload partially fired 1/10 present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 0 and 1; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. In addition, one indicator disk was noted missing. The batch record was reviewed and no anomalies were noted during the manufacturing process.